Event description:
Clinic notes regarding this vns patient¿s revision stated that the patient did fairly well with this generator until the generator needed replacing. Attempts for additional information have been unsuccessful. Review of programming history shows that the device had life remaining at the time of explant. The device was disabled at the time of explant; however, the last known settings are available. The patient underwent revision on 02/05/2007. The generator was not returned.

Manufacturer narrative:
Analysis of programming history.